Event description:
The customer reported the system is displaying a communications failure message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B) (4).